Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon revised patient's right hip. The hip was implanted 11 years ago and was an accolade tmzf stem revised due to dislocation caused by trunnionosis. It was noted on explant that the trunnion was bent as a result of the trunnionosis and patient dislocated as a result. Surgeon removed the stem, head and liner. Revised stem and head and liner - cup remained - revised with competitor stem, head and stryker liner.